Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to implant fracture of a non ceramic component - stem/periprosthetic fracture. Srnjr number: 5420811. Side: l. Gender: f. Non mpo products: product ID: 588542262 delta liner øint 40mm # large. Biolox ® delta/ lot no: unknown/ qty: 1. Product ID: 555215540 delta-tt acetab.cup ø54mm. For liners size large ti6al4v/ lot no: unknown/ qty: 1. Mpo ceramic products: product ID: pha04422 femoral head biolox delta ceramic 12/14 -40 m/ lot no: 5113615691/ qty: 1.